Event description:
The user reported that before performing a percutaneous coronary intervention procedure an air leak was noticed from the connection between the manifold and an attached syringe. The user reported that contrast media leaked from the connection upon injection. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.